Event description:
The caller alleged a variance between inratio inr results test results are as follows: (B)(6) 2015: inratio=1.4, (B)(6) 2015: inratio=2.1, (B)(6) 2015: inratio=2.9, (B)(6)2015: inratio=3.8 tests were performed a week apart. Patient self tester's therapeutic range=1.9-3.0.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.